Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Primary audible background test and auxiliary control unit watchdog failure found in pump event history log. Power up and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced speaker and cases. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with auxiliary control unit watchdog failure. No patient injury was reported.